Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the implantable cardioverter defibrillator to be implanted was unable to get the atrial lead to be fully inserted into the device's header. Atrial lead was able to go past the proximal ring, but stopped short of distal ring. The implantable cardioverter defibrillator was replaced during the same procedure on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The reported event connection failure was confirmed in the lab. Visual analysis showed the atrial ring spring was dislodged and pushed into the atrial lead bore, which prevented normal lead insertion. .